Event description:
The hcp reported that 2 months ago, the pt had a lead revision because all the impedances were >2000 ohms. They did not replace the extensions. See MFR's report # 6000153200801387. Currently, the unipolar impedances were >2000 ohms and the current less than 7.5 ua. The therapy impedance was 1060 ohms with a current of 27ua. The amplitude was 3.5 v. The hcp had also measured the therapy impedance at 3.0 v and the impedance was around 1000 ohms. The hcp was not sure if the pt was getting any stimulation because this type of pt normally did not feel the stimulation. The effect of the therapy was inconclusive. No info about impedance measurements at implant was avail. Add'l info has beenr requested, a f/u report will be sent if add'l info becomes avail.